Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysgeusia ("metal taste") and headache ("headaches"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, dysgeusia and headache outcome was unknown. The reporter considered dysgeusia, fatigue, headache, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a robotic-assisted total laparoscopic hysterectomy and cystoscopy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female, pain") and uterine haemorrhage ("abnormal uterine bleeding / abnormal bleeding") in a 43-year-old female patient who had essure (batch no: 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 (on (B)(6) 2006), stress in 2007, urinary incontinence in 2007, urinary incontinence in 2007, varicose veins in 2007, tonsillectomy in 1989, c-section, bleeding menstrual heavy and cramp in lower abdomen. Previously administered products included for asthma: advair from 2000 to on (B)(6) 2019 and proair from 2000 to on (B)(6) 2019; for contraception: yaz; for an unreported indication: maxair-autohaler from 2007 to 2013, oxybutynin from 2011 to 2013, serevent from 2000 to 2006 and azmacort from 2000 to 2006. Concurrent conditions included obesity, hematuria since on (B)(6) 2011, tubal ligation since 2012, wisdom teeth removal since 1988, nonsmoker, burning micturition, pain ankle since on (B)(6) 2016, pain in extremity since on (B)(6) 2016, uterine bleeding and iron deficiency. Family history included hypercholesterolemia (father), hypertension (father), bladder cancer, hypertension, stroke syndrome, breast cancer, heart disease, unspecified and uterine cancer. Concomitant products included ethinylestradiol;norgestimate (sprintec) on (B)(6) 2010 to on (B)(6) 2011 for birth control as well as cefuroxime from on (B)(6) 2014, ibuprofen since on (B)(6) 2016, medroxyprogesterone acetate (provera) from on (B)(6) 2016, oxybutynin from 2011 to 2013, oxycodone since on (B)(6) 2016 and ropivacaine hydrochloride (naropin). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced lower urinary tract symptoms ("lower urinary tract symptoms") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)" and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 4 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines"), the first episode of headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced anaemia ("anemia"). In november 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste") and the second episode of headache ("headaches"). The patient was treated with ascorbic acid, ferrous sulfate, d & c and surgery (robotic-assisted total laparoscopic hysterectomy, cystoscopy,bilateral salpingo-oopherectomy, d & g). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia, the last episode of headache, anaemia and abdominal pain outcome was unknown, the uterine haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and nausea had resolved and the bladder disorder, urinary tract disorder, lower urinary tract symptoms and urinary tract infection was resolving. The reporter considered abdominal pain, anaemia, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, lower urinary tract symptoms, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a robotic-assisted total laparoscopic hysterectomy and cystoscopy, bilateral salpingo-oopherectomy, surgery (dilation and curettage) also performed. Insertion details, specify: hysteroscopic examination of the end cervical canal and uterine cavity showed no abnormalities. Both tubal ostiums were identified without difficulty. The essure device was placed in the right tubal ostium without difficulty; approximately 3 coils of the device could be seen extending into the uterus. The procedure was repeated on the opposite side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2014: results: essure device are present. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. On (B)(6) 2010, hysteroscopy examination of the end cervical canal and uterine cavity showed no abnormalities. Both tubal ostium¿s were identified without difficulty. On (B)(6) 2015, showed 1. Ante verted uterus (5.5 x 6.7 x 10.2 cm) with 1.6 cm endometrial thickness which may or may not be on the basis of endometrial hyperplasia as well as multiple nabothian cysts (largest= 0.7 x 0.8 x ·1 cm). 2. Left ovarian cyst (3:1 x 2.3 x 2.·1 cm). 3. Normal-appearing right ovary. 4. No fluid within the cul-de-sac. On (B)(6) 2016, surgical pathology showed gross description : the endometrium is smooth and less than 0.1 to 0.1 cm. The myometrium is up to 2.6 cm and is partially rough and fibrous with cystic pockets of hemorrhage. Embedded within the left and right cornu and extending into the left and right proximal fallopian tubes are silver colored metallic malleable called wires consistent with essure coils, 4.0 x 0.2 cm (left) and 4.3 x 0.2 cm (right). The coils are intact and do not perforate the serosa. Current weight: 223 lbs. Approximate weight at the time of essure placement: 220 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, uterine haemorrhage, anaemia, urinary tract infections, abdominal pain, vaginal haemorrhage and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc(product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female, pain") and uterine haemorrhage ("abnormal uterine bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2006), stress in 2007, urinary incontinence in 2007, urinary incontinence in 2007, varicose veins in 2007, tonsillectomy in 1989, c-section, bleeding menstrual heavy and cramp in lower abdomen. Previously administered products included for asthma: advair from 2000 to (B)(6) 2018 and proair from 2000 to (B)(6) 2018; for contraception: yaz; for an unreported indication: maxair-autohaler from 2007 to 2013, oxybutynin from 2011 to 2013, serevent from 2000 to 2006 and azmacort from 2000 to 2006. Concurrent conditions included obesity, hematuria since (B)(6) 2011, tubal ligation since 2012, wisdom teeth removal since 1988, nonsmoker, burning micturition, pain ankle since (B)(6) 2016 and pain in extremity since (B)(6) 2016. Family history included hypercholesterolemia (father), hypertension (father) and bladder cancer. Concomitant products included cilest (sprintec) (B)(6) 2010 to (B)(6) 2011 for birth control as well as cefuroxime from (B)(6) 2014 to (B)(6) 2014, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2016, oxybutynin from 2011 to 2013, oxycodone since (B)(6) 2016 and ropivacaine hydrochloride (naropin). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced lower urinary tract symptoms ("lower urinary tract symptoms") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6) 2015, 4 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines"), the first episode of headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste") and the second episode of headache ("headaches"). The patient was treated with ascorbic acid (vitamin c), ferrous sulfate and surgery (robotic-assisted total laparoscopic hysterectomy, cystoscopy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia, the last episode of headache, anaemia and abdominal pain outcome was unknown, the uterine haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and nausea had resolved and the bladder disorder, urinary tract disorder, lower urinary tract symptoms and urinary tract infection was resolving. The reporter considered abdominal pain, anaemia, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, lower urinary tract symptoms, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a robotic-assisted total laparoscopic hysterectomy and cystoscopy, bilateral salpingo-oopherectomy, surgery (dilation and curettage) also performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: essure device are present. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2010, hysteroscopy examination of the end cervical canal and uterine cavity showed no abnormalities. Both tubal ostium¿s were identified without difficulty. On (B)(6) 2015, showed : ante verted uterus (5.5 x 6.7 x 10.2 cm) with 1.6 cm endometrial thickness which may or may not be on the basis of endometrial hyperplasia as well as multiple nabothian cysts (largest= 0.7 x 0.8 x ·1 cm). Left ovarian cyst (3:1 x 2.3 x 2.·1 cm). Normal-appearing right ovary. No fluid within the cul-de-sac.. On (B)(6) 2016, surgical pathology showed gross description : the endometrium is smooth and less than 0.1 to 0.1 cm. The myometrium is up to 2.6 cm and is partially rough and fibrous with cystic pockets of hemorrhage. Embedded within the left and right cornu and extending into the left and right proximal fallopian tubes are silver colored metallic malleable called wires consistent with essure coils, 4.0 x 0.2 cm (left) and 4.3 x 0.2 cm (right). The coils are intact and do not perforate the serosa. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, uterine haemorrhage, anaemia, urinary tract infections, abdominal pain, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical records received: new reporters, patient demographic information, historical conditions, concomitant conditions, product indication updated, lot no, treatment drugs, concomitant drugs, new events vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, lower urinary tract symptoms, migraine, headache, dysmenorrhea, nausea, anaemia, abdominal pain and urinary tract infection added. Outcome for the events vaginal haemorrhage, menorrhagia, migraine, dysmenorrhea, fatigue, nausea added as recovered / resolved. For event bladder disorder added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.